Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure the implantable cardioverter defibrillator (ICD) gave abnormal impedance measurements. The physician decided not to use this ICD and implanted a different ICD instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. M if information is provided in the future, a supplemental report will be issued.